Event description:
It was reported that a malfunction alarm occurred on a customer's device. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, after which the malfunction did not recur. The customer was informed to contact support if the issue reappeared and was advised that the pump could continue to be used.